Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced recurrent vaginal prolapse requiring two add'l surgeries. Associated MDR(s): 1018233-2013-00412, 00409 and 00411.